Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3009600098-2020-00023. During the procedure, an error message appeared which resulted in the procedure being rescheduled. When using the first catheter, the error message code 395 appeared and the device could not be used. Another catheter was used and the same issue occurred. The system was restarted but the issue persisted. The procedure could not be completed and the intervention was rescheduled with no adverse patient consequences.